Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in use on a patient at the time of the event. The manufacturer received and evaluated the device. During preventative maintenance, an observation was made that the remote alarm/nurse call connector was found to be misaligned. The pca board was replaced to address the issue. The final test was performed, and the device was found to perform to specifications.